Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient was to be disconnected from feeds at 0400 for 0600 medication. The feed bag connection became stuck in ng tube port. Very difficult to disconnect. Ng tube connection port tore, compromising ng tube use. Connection fixed when product tore. No patient injury. On 25-feb-2021 the initial reporter provided additional information received from the nurse who identified the concern stating that the purple port tore off completely, not cracked. Leaking did occur. No pieces detached on their own.